Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The patient archives were received. The patient exam was unable to be loaded due to the disc being in the wrong format.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that site experienced an inaccuracy of 1 cm from the electrode screws after merging with a CT. Site reported a complete trace registration and were accurate on the skin prior. Site had anchors and holes to do point merge on the skull which resolved the issue. There was a reported delay to the procedure of 15 minutes due to this issue. There was no impact to patient.

Manufacturer narrative:
Software engineer reviewed archive and confirmed the archive was not readable. The visible gaps in the signal recorded on the disc, which appear to have been caused by contaminants on the surface at the time it was burned.